Manufacturer narrative:
Due to the limited information available it cannot be determined if the report represents multiple events involving multiple suspect devices that also involved a t14 catheter or if there is a single infection event that was resistant to treatment which involves a single suspect device.

Event description:
Intermittent catheter patient (user) said she had three urinary tract infection (uti's) concurrent with catheter use since the last order.

Manufacturer narrative:
During follow-up, the patient said she didn't believe the uti was caused by the catheters, and noticed no defect or anything wrong with the catheters that contributed to the infections. She uses gloves, fragrance free wipes, and body wash before and after catheterization. The patient also used a t14 catheter but was unable to confirm the product she was using during the time of the event.

Event description:
During follow-up, the patient said she was prescribed three full courses of antibiotics, took the three full courses, and recovered from the infection after completing the third course of antibiotics.